Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump went into thresh hold suspend. The sensor was reading at 60 mg/dl, then 50 mg/dl with two down arrows, then 44 mg/dl one down arrow. Now it was 45 with no arrows. Customer's blood glucose was 104 mg/dl. Customer did not have insertion issues. No further information reported.